Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set. The leak can occur at the start of the infusion, during the infusion or near the end of the infusion. When a leak occurs, the primary set is replaced and the leak would resolved. There was no report of patient harm.